Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 7% complaint rate; DHR review does not indicate a mfg error; two complaints from this facility in two months - may be their trend; without an evaluation there is no determination of malfunction cause; error message is an indication that the unit did not prime - possibly due to the cassette being installed improperly or the pins being bad.

Event description:
During the preparation of the console and hand piece, the message (check hand piece) kept appearing so I replaced the hand piece twice. The 3rd hand piece worked properly.